Event description:
A user facility reported a capsular bag tear during placement of an intraocular lens (iol). The association between the iol and this event is not known. Add'l info has been sought.

Event description:
Additional information provided by surgeon stated that after insertion of the intraocular lens (iol), identification of the capsular bag was not possible. The surgeon prefered to implant an anterior chamber lens. The outcome of the event was good. The surgeon stated the event was not related to the iol and that he did not feel the iol malfunctioned.